Manufacturer narrative:
No medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the distal coil was damaged at 29 cm from the connector pin. The distal coil was fractured due to the guidewire being left inside of the lead while implanted.

Event description:
This report is to advise of an event observed during analysis.